Event description:
The rptr stated that the emergency medical svc's suretest meters were giving er1 messages. He reported that some of the pts tested with these meters had blood glucose levels of 500 mg/dl or more upon arrival at the hosp. No other info was provided.